Manufacturer narrative:
Functional examination of the returned devices confirmed the reported complaint; the tip on the straight outer handle driver is permanently flared out and would not fit into the guide. In addition, the tip of the straight handle inner is bent/damaged. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 23000024 and 23000025 did not reveal any trends of device failures. The cause is attributed to misuse. Based on the root cause determination of misuse and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle tip has spread and will not function properly.